Manufacturer narrative:
Investigation of the reported event has been completed. According to the information provided by our field service technician, the claimed issue was not reproduced, no failure occurred during system checkout performed after the event. Evaluation of the received device logs confirmed the reported issue. No information has been provided how the issue was solved by hospital's biomedical engineer, although no further failures have been reported with this device. No parts have been returned for further analysis of the issue. The root cause of the reported issue has not been determined. H3 other text : 4117.

Event description:
Manufacturer's reference : (B)(4).

Event description:
It was reported that the anesthesia workstation generated a technical alarm indicating airway pressure sensor error. There was no patient harm. Manufacturer's reference : (B)(4).